Event description:
It was initially reported on (B)(6) 2010, that a pt's lead had dislodged. The pt felt that their system was not working well. The pt's device system was explanted and not replaced. The pt's outcome was noted as having resolved without sequelae. On (B)(6) 2010, it was later reported that the implantable neuro stimulation (ins) device eroded. Infection was suspected, as "oozing" and drainage was presented at the area of the incision site. This time it was reported that the pt's outcome had resolved without sequelae on (B)(6) 2007.

Manufacturer narrative:
(B)(4).